Event description:
This case was initially received via regulatory authority ((B)(6)) on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain complaints') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement went difficult, eventually executed in 3 times" in 2014. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("intestinal complaints"), limb discomfort ("heavy legs"), headache ("headache"), feeling abnormal ("foggy brain"), memory impairment ("forgetful"), dysmenorrhoea ("painful menstrual complaints"), skin disorder ("skin problems"), alopecia ("hair loss") and mood swings ("mood swings") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (oviducts and coils removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, gastrointestinal disorder, weight decreased, limb discomfort, headache, weight increased, feeling abnormal, memory impairment, dysmenorrhoea, skin disorder, alopecia and mood swings outcome was unknown. The reporter provided no causality assessment for alopecia, dysmenorrhoea, feeling abnormal, gastrointestinal disorder, headache, limb discomfort, memory impairment, mood swings, pelvic pain, skin disorder, weight decreased and weight increased with essure. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.